Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).

Event description:
Reportedly, during an arthroscopic rotator cuff repair operation, the sutures got torn loose from the footprint anchor when the surgeon tried to cut the sutures. Four sutures were passed through the eyelet at that time. It was reported that the inserter was successfully removed from the anchor after the click was heard. The surgeon alleges that they thought the anchor might have broken. The anchor is said to be still inside the patient. The operation was completed with 5.5mm footprint ultra pk using a new site. There was 10 minute delay in the operation. No patient injury was reported.